Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that there was an issue regarding the time/date settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 05/27/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/12/2015 with the following findings: the reported issue could not be adequately investigated due to a failure of the bt1 component; no conclusions could be determined in regards to the reported issue. There was no evidence of a time/date issue observed in the black box data. The battery compartment was observed to be cracked in the area below the grip pad. The pump was exercised for 24 hours, during which no errors, alarms, or warnings were observed. A 'time and date reset' issue was observed during the investigation; the time and date settings reset to their default values after the battery had been removed from the pump for less than 24 hours; this device failure prohibited the completion of a time keeping accuracy test. The pump case was removed, and the bt1 internal battery component was found to be leaking and unable to hold a charge; this device failure caused the 'time and date reset' issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.